Event description:
It was reported that patient presented in clinic. It was noted that right atrial (ra) lead exhibited over sensed noise. The lead was capped on (B)(6) 2025 and replaced with new lead. There were no patient consequences.